Manufacturer narrative:
Sd ref# (B)(4). Note: this report corresponds with bard's report #403000 for an "unknown pelvicol".

Event description:
Procedure: urological / gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.